Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Continued h6 (health impact code): f15.

Event description:
Explanting physician reported right side rupture of the device confirmed via MRI and swelling. The device had been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 device photo evaluation: visual analysis of the photographs identified: rupture: no observed. Capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported right side swelling and rupture discovered via ultrasound and confirmed via MRI. The patient also underwent mammography imaging. Physician later reported capsular contracture, baker grade IV. The device had been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as fold flaw opening. Edema: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed stress marks on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side swelling and rupture discovered via ultrasound and confirmed via MRI. The patient also underwent mammography imaging. Healthcare professional later reported capsular contracture baker grade IV. The device had been explanted and replaced with a non-allergan device.